Event description:
It was reported that the patient experienced prolonged high blood glucose while using an ilet system, and during an infusion set and cartridge change with fill tubing the cartridge and connector were pushed out of the pump chamber, indicating an infusion set connection issue that delayed insulin delivery; a full rewind was performed to properly lock the cartridge and connector, and the supply change was completed with drops observed prior to insertion. Symptoms included anxiety and hyperglycemia with finger-stick readings reported as high as 498 mg/dl. Outcomes included delayed insulin therapy with subsequent downward trend after corrective actions; no hospitalization was reported. Investigation included guided troubleshooting, supply replacement, confirmation of cartridge seating and connector engagement, and verification of flow before insertion. Investigation of this case revealed that a poor cartridge-to-connector attachment and improper seating in the pump chamber led to interruption of insulin delivery, consistent with an infusion set and cartridge connection problem. It was concluded, based on previously established findings for similar reports, that user setup error during infusion set and cartridge connection was the most likely cause.